Event description:
It was reported to covidien on 02/25/2010 that a customer had an issue with a hemodialysis catheter. The customer reports finding 2 holes in the venous extension tubing (beneath the blue clip) during irrigation. The catheter was replaced with another one without further problem. The catheter had been implanted (B)(6)2010 and was explanted (B)(6)2010. The patient recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.